Event description:
A physician reported there was weak aspiration and sudden movements from the handpiece while "cutting the quadrants" of the cataract during a phacoemulsification procedure. The customer stated the anterior chamber became unstable and this event resulted in a posterior capsular tear. Additional information has been requested. This is the second of two reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).